Manufacturer narrative:
D9: product received 09-may-2024. H3/h6: one pump was returned for analysis in used condition. Visual inspection showed the device had a damaged downstream occlusion (dso) nub. Service history review found the device has not been in for service in the review period. Review of the event history log found presence of the stuck key alarm. Functional testing was able to duplicate the customer reported issue. The investigation determined the cause of the issue was a faulty keypad. The keypad was replaced along with the dso seal.

Event description:
It was stated that the device displayed a key pressed alarm. The product fault occurred during testing.

Manufacturer narrative:
B3 - date of event: unknown, no information provided to date. H3 - other: device has not been returned to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.